Manufacturer narrative:
According to the customer, she was walking straight with the rollator and then she fell forward. Due to the fall there was pain on her left hand/and wrist. She waited about a week to see if it would get better but decided to see the doctor. An xray was taken and broken bones were identified in her left wrist/hand. She is now wearing a cast. The customer stated that the rollator is not broken and that she is not sure how the incident could have occurred. The customer stated there was no damage to the rollator prior to the incident and no damage after the incident. The customer stated she's not sure if there was a crack on the ground or object she didn't noticed while using the rollator that may have caused the fall. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she was walking straight with the rollator and then she fell forward. Due to the fall there was pain on her left hand/and wrist.